Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the endurant limb was landed on the left cia of approximately 22mm and that this did not have a sufficient landing zone. It was reported that, when the patient returned for follow up approximately 4 years and 7 months post index procedure, expansion of the left cia to nearly 40mm was noted due to a type ib endoleak. Intervention was performed with the addition of an endurant extension from the area of the flow divider of the endurant bifurcate into the eia where it was landed. Non mdt bare stents were implanted between the cia and eia to reinforce the stent graft due to tortuosity. As per the physician, the cause of the event was anatomy related, due to the large expansion of the patient¿s vessel over time. No additional clinical sequelae were reported, and the patient is fine.